Manufacturer narrative:
Running a check disk, when prompted, did not resolve the issue. The customer sent the device in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot into windows. The device would start, generate a "windows file corruption" error message, and then reboot on its own.

Manufacturer narrative:
Details of complaint: on 11/29/2018, customer stated device will not boot into windows. When starting, device generates windows file corruption error and then reboots. Customer ran check disk when prompted but that did not resolve the issue. Service requested: repair. Service performed: unit was cleaned and under evaluation. We also visually inspected the labels. That matched with the unit. The reported problem "cns will not boot up into windows and generated windows file corruption error message" was duplicated. "C:\\windows\scs0000002 is corrupted and unreadable. Please run chkdsk utility" we performed scan disk on the cns. After it completed, we powered off/on, and the cns was. Able to boot up into windows and cns's application. We also checked both hard drives were over 2 years old, out of warranty, and degraded. We replaced both hard drives and upgraded software to version 02-40. 9000006111a hard drive, 500gb, cns-6201 2 ea. We were setup this cns with the bedside, tested recorder and printer were printed out according. We also checked and verified data in tabular trend and full disclosure were displayed as well. Extended test times and completed all steps in the maintenance check sheet per the service manual. The unit completed in 2 days of extended testing times and operates to manufacturer's specification. Investigation result: device was put into service on 10/11/2015. Service history for this device shows the following: 300092067 - created (B)(6) 2017. Not related to hard drive. 300149417 - created (B)(6) 2018. Not related to hard drive. 300151652 - created (B)(6) 2018. This notification. 300170749 - created (B)(6) 2019. Not related to hard drive. 300192279 - created (B)(6) 2019. Not related to hard drive. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is mitigated when user follows prescribed maintenance procedures. Maintenance information for this device is not available. The cause of the reported booting issue was due to hard drive needing replacement. The root cause of the hard drive failure could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Investigation conclusion. Maintenance information for this device is not available. The cause of the reported booting issue was due to hard drive needing replacement. The root cause of the hard drive failure could not be determined. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; device evaluation; h3. Device evaluated by manufacturer? ; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot into windows. The device would start, generate a "windows file corruption" error message, and then reboot on its own.